Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during sterilization/sanitization preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope sn- (B)(4) tray was unwrapped and opened that there was a crusty material that had collected on the eye piece lens. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. It was observed that there was material present in the on the one half of the eyepiece. No other visual defects were observed. An image quality inspection was performed with an endoscopic video imaging system. A blurry spot was observed on the image. Based on the results of the evaluation, the reported failure mode "foreign matter" was confirmed as well as the analyzed failure "poor quality image" was confirmed.

Event description:
The hospital reported that during sterilization/sanitization preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope sn- (B)(4) tray was unwrapped and opened that there was a crusty material that had collected on the eye piece lens. A replacement device was used to complete the procedure. No patient involvement.